Event description:
There was no patient involved in this event. The red status indicator on the device is lit and the device is emitting an audible beep suggesting that the device has failed a routine self-test. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.